Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found that the right plunger case was cracked at top surface. The battery door was also cracked at mounting holes. A power on self test was performed to test the device and the reported problem could not be verified. Replaced primary speaker and interconnect pcb for preventative purposes. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).